Event description:
On two occasions at the beginning of surgery during the placement of the device, the port broke off of the cannula. The device was removed and replaced with another of the MFR same device type. There was no injury to either patient. Second event date: 2/13/97